Event description:
The customer's daughter reported that, the customer is deceased. The customer's daughter stated that, the customer was taken to the ER because his blood glucose was low and his heart was blocked. The customer's daughter stated that, the customer died due to diabetes and heart failure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.